Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging her ipg. The ipg database analysis revealed no signs of premature battery depletion. However, signs of thermistor triggering and poor alignment show that the ipg inefficiently charges as a result of these factors.